Event description:
Customer reported that when filling a blood culture with the filtered loading needle, blood suddenly comes out between the needle and syringe connection, staining most of the equipment used during the procedure, with hardly any blood content entering the blood culture. The hcp's describes a higher resistance than usual in this needle. The needle is not collected because it is full of blood.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 01/24/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.